Event description:
Procedure: removal of basal carcinoma. Reportedly, the pt suffered first degree burns to their forehead, eyebrows, cheeks and nose a result of flash fire during the procedure. The attending physician was using a cautery pencil to remove basal cancer from their forehead. The sterile drapes that covered the pt ignited. The pt has oxygen via face mask at 6 - 8 l/m at the time of the incident. The drapes were rapidly removed from pt. The pt was kept overnight for observation and discharged the following day. Plastic surgery consulted to evaluate pt. No further info available.